Manufacturer narrative:
Investigation summary: the event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic distal gastrectomy; "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "During laparoscopic distal gastrectomy procedure, at the end of the operation, in an attempt to retrieve a lymph node after removing the seal, the customer noticed a potion was inside patient cavity. The potion was successfully removed. No patient injury and bleeding." Please refer to septum cer check list for the information about devices inserted/removed into/from the trocar. "The event unit was returned to olympus and visually inspected. The septum was found to be damaged and missing a portion as shown in fig.1. The retuned portion(size approx. 7.2mm×7.6mm, fig. 2) matched to the missing part in shape(refer to fig.3). No visible damage was observed with the ddb and shield. The unit will be returned to amr for further evaluation. Admin#(B)(4)." Patient status: "no patient injury".